Event description:
The patient had knee instability and the cause is unknown. The surgeon found aseptic tibial loosening and at about 2 years and 4 months post primary revised the insert, tray and femur to gmk-revision. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 19 september 2025: lot: 2242805: (B)(4) items manufactured and released on 02-feb-2023. Expiration date: 2028-jan-18. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.